Event description:
The ivus catheter was inserted into the patient. It recorded and worked fine the first 2 passes but when it was used for the third time it would not record or be recognized by the unit. It was shut off and turned back on but still would not work. So, a new device was used and worked fine.